Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the burning pain at the pocket site and pulling in at the spine were not determined. The rep reported that they checked impedances in various positions and all were within range. The rep reported that to his knowledge the issues weren't resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39286-65, serial/lot #: (B)(4), ubd: 14-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was a burning pain at the pocket site and pulling in the spine where the lead was. The rep reported that the onset of symptoms began right after the patient bent down to pick sometime up in the grocery store, much like she did many other times a day. The rep reported that impedances were checked in multiple positions. The rep reported that the physician was notified. The issue wasn¿t resolved at the time of the report. No further complications were reported.